Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), product type: catheter. Product ID: 8709, serial# (B)(4), product type: catheter. Product ID: 8731, serial# (B)(4), product type: catheter.

Event description:
Additional information was received from a company representative who indicated that at the time of the event, the patient was also being treated with oral baclofen (80 mg/day). The patient's device was not the cause of the issue; it was the doctor ordering the daily dose that caused the issue. There was no troubleshooting that occurred. The overdose issue had resolved and the patient dose was programmed back to 100 mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The other option does not apply.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving intrathecal lioresal 2 ,000mcg/ml, 450mcg/day, for intractable spasticity. It was confirmed that the patient did overdose on (B)(6) 2015, following pump replacement. After the pump replacement on (B)(6) 2015 the hcp had not stopped the patient¿s 80mg of oral baclofen. It was clarified that the pump had not stopped working, but rather the physician had weaned the patient off the drug and stopped the pump two weeks prior. Following the overdose the oral baclofen was stopped and the intrathecal baclofen dose reduced to 100mcg/day. As reported on (B)(6) 2015: the patient¿s pump was at end-of-life and had been non-functional. He went through withdrawal (refer to manufacturing report 3007566237-2015-02547) and was given oral baclofen. The patient underwent a pump replacement on (B)(6) 2015. It was not possible to read the old pump during the placement, and some data was not stored on that pump, therefore the length of the implanted catheter was unknown. The surgeon chose to not prime the catheter after the new pump was implanted due to the risk of overdose to the patient. A back table prime of 0.3ml for the pump was performed and a catheter volume of 0.14ml was assumed. It was calculated that without the catheter prime, the patient would receive drug at approximately 5:00am (15-24 hours following the procedure) on (B)(6) 2015. It was also decided, after consulting with the managing hcp, to start the patient at the same daily dose as before the replacement, 450mcg/day (actual 449.7mcg/day) of lioresal. One hcp felt that the patient was physically big enough to handle a higher dose and that due to the oral baclofen he had not actually gone through withdrawal (this conflicts with other reported information). There was concern that this could overdose the patient and a starting daily dose of 100mcg/day was recommended. It was noted that the patient was overdosed following the first pump implant on (B)(6) 2004 (no details, refer to manufacturing report 3007566237-2015-02548). The patient¿s medical history included stroke. Follow-up was conducted in an attempt to obtain all information relevant to the event.